Event description:
A country manager in sweden was notified by a vns surgeon that a patient had their generator explanted for a suspected infection. Their generator was explanted on (B)(6) 2012 and their lead has been left in place as possibly a new generator may be placed later. The patient's surgery was a scheduled planned replacement, no clinical signs of infection, when opening the pouch there was a yellow fluid, possibly from blood and it was noted the generator appeared corroded. Cultures were taken and no infection was confirmed. Since no infection was present, there is likely a correlation between the corrosion and the presence of the stained fluid. There was no patient manipulation or trauma prior to the event. The fluid was noted around the generator, subclavical area. During review of internal programming history it was noted that the patient had high lead impedance on (B)(6) 2008 and later on (B)(6) 2010, a dcdc 0 on their system diagnostic test indicating a possible short circuit condition. At this time the lead remains implanted in the patient.

Event description:
On (B)(6) 2013 the programming history for the patient's currently implanted generator was reviewed and high impedance was observed on (B)(6) 2012. The same lead was previously implanted with the patient's previous generator and high impedance was detected. On (B)(6) 2012 patient underwent surgery for generator replacement and the lead was left in place. Good faith attempts for further information were made but no additional information was received.

Event description:
Additional information was received through a return product form indicating the reason for explant was due to localized 'empyema' as well as corroded stimulator. At the moment good faith attempts to obtain further information from the treating physician have been unsuccessful to date.

Event description:
Additionally, analysis was completed on the returned generator. Analysis of the returned generator indicated the generator was not corroded. In addition, dried bodily fluid remnants were observed in the header lead cavity, both connector blocks, and the feed-thru area. There were signs of fluid ingress/egress (direction of fluid flow could not be determined) through both of the negative and positive connector blocks backfill areas. Pitting (etching/corrosion) was observed on the negative connector block and setscrew. Nonetheless, the findings of fluid inside the generator possibly contributed to the low dc dc and also high impedance.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Analysis of programming history.

Event description:
An implant card was received stating that the vns patient underwent generator and lead replacement surgery on (B)(6) 2014 because the device was dysfunctional. Attempts for additional relevant information were made but have been unsuccessful to date.

Event description:
Additional information was received on (B)(6), 2012 when it was discovered that the patient had undergone re-implant surgery on (B)(6), 2012. The vns device had been explanted 6 months prior due to suspected infection.